Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead impedance and thresholds had gone up and the lead impedance was now high and there was now no capture at maximum outputs. A fracture was confirmed, and the lead was capped and replaced. No patient complications have been reported as a result of this event.